Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e333 was conducted. There were no nonconformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Service order report, (B)(4), feedback: the service technician removed and cleaned underneath the red blood cell pump. The service technician replaced the red blood cell pump and then successfully completed the system checkout procedure. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that a leak occurred in the "red cell pump tubing on the pump deck" after 300ml of whole blood processed. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition and no medical intervention was required. The customer stated that there was an alarm that occurred prior to the leak which had to do with air, but the customer wasn't sure which alarm occurred. The customer reported that they were going to put the patient on another instrument and start over. Service was requested. The kit was not returned for investigation.